Event description:
The pruitt aortic occlusion catheter device was placed during the procedure. After some time, the balloon occlusion device broke/failed and caused the pt to sustain a large volume of blood loss. This pt required resuscitation efforts, including compressions to gain control of the blood loss and stabilize the pt. The massive transfusion protocol had to be initiated. Another occlusion device was successfully applied. Event abated after use stopped or dose reduced: no.